Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The hypotube kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effects of arrhythmia, hypotension, and death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented emergently in cardiogenic shock and was managed with an impella pump. Emergent catheterization was performed using various non-abbott balloon dilatation catheters and stents and a dissection and perforation were noted. The graftmaster stent was advanced to treat the perforation but could not cross. It was noted there was a loss of structural integrity of the hypotube [kink] from repeated attempts to reach the perforation. The patient became hemodynamically unstable and coded. Pericardiocentesis was performed stabilizing the patient. Additional ballooning, stent placement and coiling were performed to treat the perforation. The patient was transferred to another tertiary center facility and on arrival was found to be unresponsive. The patient had a do not resuscitate order, was placed on comfort measures only and died on (B)(6) 2014. No additional information was provided.